Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device measured a long charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.